Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) clearlink continu-flo solution set had a 1cm hole in tubing. The hole was discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed using the naked eye, all components were correctly placed and according to specification, however, a transversal cut in the tubing was noted. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.